Event description:
It was reported that: "the guide wire was found bent/kinked prior to use on patient."

Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer.

Manufacturer narrative:
(B)(4). The customer returned one, catheter and guide wire assembly for analysis. The product packaging and protective tubing were not returned. No obvious signs of use were observed. Visual analysis revealed two kinks towards the center of the guide wire body. Based on the customer description, the damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks on the guide wire measured 151 mm and 180 mm from the distal tip. The guide wire length measured 349 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.511 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." The guide wire was advanced through the returned catheter and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user , "do not use if package is damaged." The lidstock label for finished good sac-00820 rev.44 was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Two kinks were observed on the guide wire body. Despite this, the guide wire met all relevant. Dimensional and functional requirements, and a device history record review was performed with no relevant findings. The product lidstock for finished good sac-00820 clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the guide wire was found bent/kinked prior to use on patient."